Event description:
During circumcision procedure with 1.3 clamp the screw nut that holds clamp tight completely popped off end of screw causing entire clamp and bell to slip off end of penis with trauma to penis (removal of skin appendages). 4-0 chromic suture required to control bleeding edges. Infant stable on discharge 5/13/93.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.